Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette sensor defective". There was unknown patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, review of the event history log showed "cassette not properly attached," and visual inspection found that the upstream occlusion (uso) seal was buckling. Service history review had no indication that the complaint was related to a service of the device within the review period. The uso seal was replaced.